Manufacturer narrative:
(B)(4). The gore® introducer sheath with silicone pinch valve used in this procedure has an outer diameter of 9.1 mm.

Event description:
On (B)(6) 2010, this patient underwent a coronary artery bypass procedure and revascularization of the aortic arch branch vessels. On (B)(6) 2010, the patient underwent endovascular repair of a dissecting thoracic aortic aneurysm and was implanted with two gore® tag® thoracic endoprostheses. The endoprostheses were advanced and deployed without issue using a gore® introducer sheath with silicone pinch valve (ts2430/7497942). Upon removal of the introducer sheath, intimal damage was revealed in the patient¿s right external iliac artery which was reported to have a vessel diameter of approximately 8 mm. The physician surgically repaired the intimal damage and performed hemostasis. The patient tolerated the procedure without further incident.

Manufacturer narrative:
A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.